Manufacturer narrative:
Photos and the device for this malfunction has been returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use. (B)(4).

Event description:
It was reported that during a stent placement post-dilatation procedure in the left common iliac, the balloon allegedly failed to retract through the sheath. After attempts to remove the balloon through the sheath, the balloon allegedly accordioned at the end of the sheath and contained a small amount of contrast. The physician attempted to use a percutaneous needlestick to drain the contrast from the balloon, but was still unable to remove the device. An 18-fr sheath was placed in the right jugular vein and the physician used a snare to grab the guidewire and remove the device from the patient. Upon removal, it was discovered the balloon allegedly had detached from the catheter. All detached material was removed with the guidewire. The patient was reportedly stable post procedure.

Event description:
It was reported that during a stent placement post-dilatation procedure in the left common iliac, the balloon allegedly failed to retract through the sheath. After attempts to remove the balloon through the sheath, the balloon allegedly accordioned at the end of the sheath and contained a small amount of contrast. The physician attempted to use a percutaneous needlestick to drain the contrast from the balloon, but was still unable to remove the device. An 18-fr sheath was placed in the right jugular vein and the physician used a snare to grab the guidewire and remove the device from the patient. Upon removal, it was discovered the balloon allegedly had detached from the catheter. All detached material was removed with the guidewire. The patient was reportedly stable post procedure.

Manufacturer narrative:
H10: manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was not required. Investigation summary: the device was returned for evaluation. The device was returned as 3 segments. No functional testing or evaluation were viable due to the condition of the device. One electronic photo was reviewed. The photo shows the device in a clear plastic bag and the device label included in the picture that matches the file. The label references catalog number at75164 and lot number gfdz0211. The inner lumen is noted to be exposed and the device appears to be in multiple segments. Therefore, device detachment can be confirmed from the photo review. The investigation is confirmed for the frayed balloon material, as the balloon was noted to have frayed fibers during evaluation. The investigation is also confirmed for the device detachment, as the device was returned separated in 3 segments. The investigation is inconclusive for the deflation and retraction issues, as the device was returned detached and functional evaluations could not be performed. The investigation is inconclusive for the balloon rupture, as no evidence of the balloon rupture was noted and further evaluations could not be performed. The investigation is inconclusive for the bunched balloon material, as the device was returned detached from the catheter. The reported balloon rupture may contributed to the reported retraction issue. The reported retraction issue may have then caused the reported device detachment to occur. However, the definitive root cause for the reported bunched balloon material, deflation issue, balloon rupture, retraction issue, device detachment, and frayed material could not be determined based upon available information. It is unknown whether patient or procedural issues contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).